Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell of during use event on 02-apr-2024. The infusion set was in use for 2 hours. No further information available.